Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a problem with its date and time settings, resulting in an interface message error. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the discontinue messages would not replace the end date set for the order. A technical support specialist assisted the customer and verified the station. The system functioned as intended after a technical support specialist troubleshot the device. E1 initial reporter facility name: (B)(6).